Event description:
A doctor reported that a memory lens implanted in a patient's left eye in 2000 has opacified. Visual acuity reported as 20/25 os on 2003. Prognosis indicated as good with no surgical intervention indicated at this time. No further information is available at the time of this report.